Manufacturer narrative:
There has been no allegation of a malfunction of an isi system, instrument, or accessory. Therefore, no product has been returned to isi for analysis. The root cause of the customer reported issue cannot be determined at this time. A follow-up MDR will be submitted if any additional information is received. A review of the site's complaint history does not reveal any other complaints involving this product and/or this event. System logs were reviewed for the procedure and the following was found: a curved tip stapler 30 instrument part number 470530-08, lot t10190829-0045 fired seven stapler 30 reloads (1 blue, 3 gray, 2 green, and 1 white). All firings were completed per the logs. There were no incomplete clamps by this instrument. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: sureform stapler instrument, which is a single-use instrument, the cadiere forceps, and the permanent cautery spatula instruments; however, site reviews have shown that no complaints were filed against any of the instruments. No image or procedure video was provided for review. The complaint is reported due to the following conclusion: it was reported that immediately after a da vinci-assisted lobectomy procedure, the patient experienced bleeding that was observed in the chest tube. The patient underwent an emergency thoracotomy procedure to address the post-operative bleeding. The cause of the post-operative bleeding is unknown at this time.

Event description:
It was reported that immediately after a da vinci-assisted lobectomy procedure on (B)(6) 2021, post-operative bleeding was observed. There were no intra-operative complications reported. However, when moving the patient after extubation, there was bleeding observed in the chest tube. The blood loss identified in the chest tube was estimated to be about 800 ml. As a result, the patient underwent an emergency thoracotomy procedure to address the post-operative bleeding. The bleeding was identified from the intercostal artery and pulmonary artery and addressed with clamp forceps, sutures, surgicel, and ligation. The overall estimated blood loss was about 2000ml. As a result, the patient had six units of blood transfused. The site speculated that the bleeding was due to ¿the vessel was ligated and not processed.¿ the cause of the post-operative bleeding is unknown at this time. The patient's current status was requested but was unknown. It was confirmed that there was no allegation of a malfunction of an intuitive surgical, inc. (Isi) system, instrument, or accessory.